Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Initial qa inspection of the skin graft mesher on september 20, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and slight galling to the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was performed using the qa cutter, and passed. No cutters were returned for evaluation. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that metal shavings were coming off of the device. Additional information was provided on september 6, 2016 stating that the event occurred during surgery with a minor delay (for the access and exchange of a product or supply). There was no harm or injury to the patient or operator; however the scrub nurse noticed the metal particles on the back table after the mesher had been used for several passes. The dermacarrier was at room temperature and it was unknown whether the device was not repaired by someone other than zimmer biomet. There was no impact/damage to graft harvest and the graft harvest was able to be used. No medical intervention/additional surgical procedure was required.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This event has been recorded by zimmer biomet under (B)(4). On (B)(4) 2016, it was reported that there were metal shavings coming off of the device. On (B)(4) 2016, it was clarified that it was noticed that there were metal particles on the back table but the mesher had been used for several passes. The reported issue occurred during surgery. There was a patient involvement and there was no patient harm/injury associated with the report. An alternate device was retrieved for use during the surgery and the surgery was completed with a minor delay, because the alternate mesher was already available readily. There was no impact/damage to the graft harvest and the graft harvest was able to be used. The dermacarrier was at room temperature and it was unknown whether the device was not repaired by someone other than zimmer biomet. No medical intervention/additional surgical procedure was required. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(4) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and slight galling to the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was performed using the qa cutter, serial number (B)(4), and passed. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the worn side plates, roller, comb and roller gear. The service technician noted that they were not able to duplicate the complaint and that the shavings could possibly be coming from their cutters, which were not sent in for evaluation. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the repair the service technician noted that they were not able to duplicate the reported event. However, the shavings could possibly be coming from the customer¿s cutters, which were not sent in for evaluation. During the repair the service technician noted that they were not able to duplicate the reported event. However, the shavings could possibly be coming from the customer¿s cutters, which were not sent in for evaluation. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number 06180, was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the full investigation was not completed at the time of this report. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(4) 2016 which included replacement of the worn side plates, roller, comb and roller gear. The service technician noted that they were not able to duplicate the complaint and that the shavings could possibly be coming from their cutters, which were not sent in for evaluation. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the test mesh passed and the device was outside of calibration specifications. A follow up medwatch will be submitted once the full investigation is complete and a root cause has been established.